Manufacturer narrative:
A review of complaints determined that there are no trends for the complaint issue for the product. Return testing was not completed as returns were not available. Since the issue is not related to reagent performance of the product (and since lot number is unknown), no file kit testing was performed. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hiv ag/ab combo assay, list number 04j27-27.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported that during placement of the septum on the architect hiv microparticle bottle, liquid splashed on her lips. The nonpregnant female employee washed the area for 15 minutes. There was no reagent ingested as she instinctively spit when she was splashed. No additional medical treatment was sought. There was no impact to patient management or user safety reported.